Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: *how the procedure was complete? Needle was not identified as retained at the time of the (B)(6) 2019 surgery and surgery was closed. Was the needle retrieved from the patient? Yes. Was there any adverse consequence associated with the patient? Retained needle event. Please provide procedure name and date. Aortic valve replacement (B)(6) 2019. Please provide lot number. N/a - we do not have the packaging still. Investigation summary: it was reported pull off - suture needle. One needle of product code 8558h was received for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the suture was not returned for evaluation. The manufacturing records could not be reviewed as the batch number is unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent aortic valve replacement on (B)(6) 2019 and suture was used. On (B)(6) 2020, during an unknown follow-up surgery, a retained needle pertaining to the (B)(6) 2019 procedure was found. It was reported that the needle was not identified as retained at the time of the initial procedure and the patient was closed. No additional information was provided.